Event description:
It was reported that pump displayed malfunction alarm coded as malf 12 with an associated fault ID, and no notable events occurred before this issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, was advised that pump use could continue, and was instructed to call back if malfunction occurred again, which caller acknowledged and understood.